Manufacturer narrative:
H6 coding updated.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
On (B)(6) 2025, a right heart catheterization was performed to evaluate the cause of the dampened cardiomems waveform. Angiogram assessment of the vessel did not identify any abnormalities. However, a physiological waveform was successfully obtained using a hospital system on the day of the procedure. Sensor pressure readings were compared to the catheter pressures and the clinical team opted to recalibrate the cardiomems device. The sensor baseline was increased by 5.1 mmhg.